Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes blood clot remains on the surface or mixed with the serum and in the separator gel after centrifugation. The following information was provided by the initial reporter. The customer stated: "we observe a problem with centrifugation: blood clot remains on the surface or mixed with the serum and in the separator gel after centrifugation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was air bubbles in the gel, poor barrier separation of the sample, poor separator movement, and rec cell hang up. The following information was provided by the initial reporter. The customer stated: "we observe a problem with centrifugation: blood clot remains on the surface or mixed with the serum and in the separator gel after centrifugation." H.6. Investigation summary: bd received 1 photo for investigation. The photo was reviewed and red cell hang up, poor serum, and slight hemolysis was observed. Poor barrier separation, gel air bubbles, and red cell ring was not observed. Further clinical testing of retention samples confirmed red cell hang-up. Poor barrier separation and gel air bubbles was not observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and poor serum based on the trend identified and the photos provided. Poor barrier separation and gel air bubbles was not confirmed. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was air bubbles in the gel, poor barrier separation of the sample, poor separator movement, and rec cell hang up. The following information was provided by the initial reporter. The customer stated: "we observe a problem with centrifugation: blood clot remains on the surface or mixed with the serum and in the separator gel after centrifugation."